Manufacturer narrative:
The investigation will continue on the received reference membrane.

Manufacturer narrative:
Data analysis shows that there had been a failure in the reference membrane used in the period of deficiency expressed by customer (oct / nov 2019). As the reference membrane was changed, a shift was observed on cl-, na+, k+, and ca++ measurements into reference intervals. We have received and tested a reference membrane from another complaint (rltd 860471332), however, it has not been possible to reproduce the issue observed by the customer. It can be concluded that the reference membrane used in the period of the reported deficiency period most likely have been defect. As the used membranes relating to the issues have been discarded, it is difficult to clearly identify the root cause, which remain as unknown.

Manufacturer narrative:
This incident relates to one other incident reported as 3002807968-2019-00061.

Event description:
According to the complaint, a customer sample from a patient was measured on an abl800 flex analyzer with the following results for cl- and anion gap: [cl-] : 113. Anion gap: 5.6. The customer reports the cl- result as false high, and based on the patient's condition (metabolic acidosis with high lactate), the customer reports the anion gap result as false low, as this was expected to be elevated.